Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; ubd: 14-may-2009, UDI#: (B)(4). Product ID: 8596sc, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter; ubd: 05-jul-2020, UDI#: (B)(4). Product ID: 8578, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 19-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2,000 mcg/ ml of baclofen at 175.8 mcg/day via an implantable pump. It was reported that the patient had been reporting non-satisfactory intrathecal baclofen (itb) therapy since their catheter connector revision in (B)(6) of 2020 please refer to MFR report number 3004209178-2020-14050 regarding this information. A new catheter connector was implanted at this time. A dye/rotor study was performed. There was good-flow upon aspiration. The dye was reaching the tip. It was noted there was a potential leak at the connector, however, this was to be determined with CT (computerized tomography). It was unknown if there were any interventions or actions taken to resolve the issue. It was unknown if the issue was resolved as of (B)(6) 2020. The patient's status was provided as alive - no injury.